Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and were unintended.

Event description:
It was reported that a battery depletion code displayed via the remote home monitor for the subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering analysis determined the code was erroneously displayed due to magnet exposure during surgery causing temporary prolonged beeping and the battery depletion alert. The field representative was able to confirm that the patient was in surgery at the time the code was displayed. The s-ICD remains in service and no adverse patient effects were reported.